Event description:
While doing percusurge case, at the point of aspiration, there were bubbles noted in the extension tubing attached to the aspiration syringe. Graft was small and short in caliber and clinical up. Staff person suggested using side hole catheter instead of non side hole catheter. No harm to pt, no air injected and none was visualized under fluoroscopy.